Event description:
It was reported that the patient presented in clinic for additional cardiac rhythm management device implant. Prior to procedure, interrogation revealed that the right ventricular leadless pacemaker (rv lp) failed to capture. The rv lp was explanted and replaced. The patient was stable.